Event description:
The advocate stated, the customer received a blood glucose reading of 189 mg/dl from his breeze 2 meter and then a reading of 96 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Control solution was sent for further troubleshooting. Product not expected to return for evaluation at this time.